Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual and dimensional inspections of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed cuts on the sheath's surface. This finding is unrelated to the reported event. The cuts observed could potentially have been caused by an external object causing damage from outside to inside. The dilator was not returned for evaluation. A reference lab sample dilator was inserted through the sheath, encountering resistance. Boroscopic inspection was performed, revealing no internal obstructions within the sheath. A device history record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The customer's reported resistance issue was confirmed. The potential cause of the resistance cannot be determined. The potential cause of the cuts cannot be determined. The instructions for use (IFU) contain the following recommendations: the biosense webster carto vizigo¿ 8.5f bi-directional guiding sheath is designed to interlock only with the dilator included in this package. Misuse may result in serious complications. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified cuts on the sheath's surface. It was initially reported by the customer that during preparation there was a dilator failure. It was more difficult than usual to insert the dilator. There was no visible damage to the dilator and no damage observed on the tip or shaft. There was nothing stuck in the sheath and no catheter was involved. A new vizigo was used and the procedure was continued/completed. The procedure was completed without patient's consequence. The customer's reported resistance issue with the dilator and sheath is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 20-sep-2024, the bwi pal revealed that a visual inspection of the returned device found cuts on the sheath's surface. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.